Event description:
The customer reported the sys started beeping and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connectors were reseated during the service call. The sys was tested and found to be working as intended and put back into service.